Manufacturer narrative:
Clarifications to e.1.: phone number: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts is located internally near the iris and iris tissue keeps crawling into the internal ostium, after release with a yag laser, new iris tissue then crawls into the xen in unknown eye. Device remains implanted.